Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Hospital policy.

Manufacturer narrative:
An event regarding crack/fracture involving a trident liner was reported. The event was not confirmed. -medical records received and evaluation: a review of the provided information by a clinical consultant could not determine a root cause nor confirm the event. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports, more x-rays, patient history, progress notes is needed to fully investigate the event.

Event description:
A revision surgery was reported on hip due to cracked liner.

Event description:
A revision surgery was reported on hip due to cracked liner.